Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# v165217, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via the company representative (rep) that the lead fractured. The patient felt no stimulation with normal use of the product. Impedance for all the electrodes were shown to be over 40,000 ohms. The action taken to resolve the issue was the lead was extracted and the system was going to be replaced. The issue was resolved at the time of this report. It was noted that no telemetry data was available as the implantable neurostimulator (ins) was discarded. X-ray images were unobtainable. The patient was alive with no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The rep additionally reported that the leads were defective.

Manufacturer narrative:
Device evaluation: analysis of the lead found that all four conductors were broken 17.9 cm from the distal end of the lead, where the outer insulation appeared to have folded over. Additionally, the #0 conductor was broken at the #0 connector weld site and there was a breached depression in the outer insulation to the #2 and #3 conductors, 12.7 cm from the distal end of the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.